Manufacturer narrative:
Examination of the returned pinnacle liner finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference, four of the anti-rotation devices have been fractured as well. The evidence indicates that post fracture of the rim the liner then disassociated from the acetabular cup. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately one year implantation, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned pinnacle liner finds a material fracture has occurred near the rim of the liner and approximately one third of the circumference, four of the anti-rotation devices have been fractured as well. The evidence indicates that post fracture of the rim the liner then disassociated from the acetabular cup. Because of the damage to the liner from the fracture and disassociation it is not possible to conclusively determine if the liner and cup locking mechanisms was properly and fully engaged. The polyethylene material is well burnished in the area of fracture and immediately below from articulation of the femoral head against the liner while implanted. The area of wear is much closer the rim and fracture area. Opposite this area and continuing down nearly fully into the center of the inner radius, even after approximately one year implantation, machining lines are still visible confirming that the liner was not centrally loaded by the femoral head and patient body weight. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a liner disassociation, dislocation and unusual wear of the components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).